Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 32 mg/dl and 251 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no reported of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The trocar bilateral tissue separators were bent and it was not noticed unit the obturator became stuck in the cannula and pliers were used to remove from the patient. The cutter was used on the 2nd firing and became stuck. Several attempts were made to use the manual release button to open the device. It did eventually open with the manual release. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in the meter's memory.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.